Event description:
Following a sling procedure in 2005, the patient went into retention and had to self-cath. On the 9th day, the doctor anesthesized the patient and went back in to loosen the sling. He used a 13 fr. Dilator between the tissue and the urethra to loosen the tissue. The patient remained in the hospital until they was able to void on their own, then they was released. No further complications were reported.